Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, power could not be retained occurred due to power switch regulator failure. The cause of the faulty power switch regulator could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and during a routine inspection of the device by olympus, the device was found to have a power switch mechanism failure. The power switch was sticking intermittently. Additional device evaluation findings were as follows: the front panel was discolored, the chassis and the top cover was rusted, faulty scope socket connections with corroded pins. The illumination of auxiliary lamp had 300 or more hours and olympus lamp replacement required due to lamp life over 300 plus hours. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii xenon light source was returned as part of the asset return process. During routine inspection of the device by olympus, the device was found to have a power switch mechanism failure. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.